Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
The third of three reports involving an accudrain without the anti-reflux valve (ins 8400) with the same lot number from the same facility. MFR# 2648988-2010-00049. The accudrain reportedly cracked and leaked cerebral spinal fluid at the distal end of the stopcock. It is unknown if the patient experienced any ill effects as a result of this event. Additional clinical information has been requested.